Event description:
It was reported to lifecell that after soaking the device in saline for about ten minutes, a suture was placed and the device ripped down the length of product. Another like device was used without incident. The complaint-related device was discarded by the customer. This complaint was evaluated as having no serious injury reported and therefore, not reportable. Lifecell is now reporting as a malfunction with the potential to contribute to a serious injury if another device is not available for use. As a result of a recent gap assessment, process improvements were made to lifecell complaint investigation process and the FDA reporting procedure. This report is being filed retrospectively as part of a CAPA that resulted from this gap assessment.

Manufacturer narrative:
Review of the device history record. Review of the lifecell complaint system for any other complaints reported to lifecell against devices distributed from this lot. Review of the device history record revealed no deviations related to the nature of this complaint. As of the initial complaint investigation, (B)(4) devices from lot s10884 were distributed, including (B)(4) that were reported as implanted. As of (B)(4) 2011, there was (B)(4) other similar complaint reported to lifecell against lot s10884. This event is also being reported to FDA. Malfunction was detected prior to use. Based on internal investigation, the device met qc release criteria including mechanical testing. Lifecell is now reporting this event as a malfunction with the potential to contribute to a serious injury if another device is not available for use.